Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, it was observed that the catheter exhibited difficulty going into tether mode. The lp was fixed one time, upon which low current of injury and inadequate capture threshold was noted. Then, the lp prematurely separated from the delivery catheter during attempt to recapture and reposition the lp. The physician made the decision to leave the lp in that position on (B)(6) 2026. On (B)(6) 2026, the lp was repositioned from the left atrium to the right atrium. The patient was stable.